Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. During burring of the tibia surgeon noticed on the plan there was still posterior bone to burr, however upon inspection of posterior tibia there was no bone left to resect and the surgeon was burring soft tissue.

Manufacturer narrative:
Reported event: an event regarding an inaccurate resection involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 330 found quality inspection procedures successfully passed. Complaint history: based on the device identification the complaint databases were reviewed from 2011 to present for similar reported events regarding an inaccurate resection. There were 9 other reported events (pr 1178111, 1223927, 1233394, pr1451375, pr1444937, pr 1482645, action 717, action 1068, action 3000). Conclusion: the mako system performed within its specification the user failure to seat the mako during rio registration and bone resection which may have compromise the system accuracy. The appearance of unresected bone in the posterior lateral corner may have occurred if the surgeon did not use the resection view bone preparation step for the tibial.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. During burring of the tibia surgeon noticed on the plan there was still posterior bone to burr, however upon inspection of posterior tibia there was no bone left to resect and the surgeon was burring soft tissue.